Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was observed a unwanted robot motion. There was no patient involvement reported.

Manufacturer narrative:
A number of interventions have been performed to identify the root cause, we have determined that the replacement of the force sensor controller stopped the robot arm drifting. This may be potential root cause.

Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).